Manufacturer narrative:
Aga medical could not evaluate the ado involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive because the product was not returned for analysis. No further information is expected to be received regarding this event.

Event description:
According to the initial information received, the patient is a (b)6) male with a history of an asd, vsd and pda with respiratory failure secondary to chf and rsv+ bronchiolitis. His pda was occluded with an 8/6mm amplatzer duct occluder (ado), with a 7mmhg gradient across his aortic arch post implant. Follow up echocardiogram three days later demonstrated a 50mmhg peak doppler gradient across his arch. He was taken back to the cath lab for ado retrieval, and during attempts his main pulmonary artery was perforated, requiring urgent surgical removal and pulmonary artery and aortic patching. The ado was discarded and the patient had an uneventful recovery.